Manufacturer narrative:
Further details will be provided once the revision surgery is able to proceed; patient conditions currently prevent completion of this investigation.

Event description:
It was reported by (B)(4), an onkos sales representative, that a 59-year-old male patient with an eleos distal femur replacement has an alleged infection and will require a future revision to washout the operative joint. The surgeon, doctor (B)(6), has postponed the revision due to patient conditions; further information is expected when the revision surgery occurs.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised eleos implants.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 59-year-old male patient with an eleos distal femur replacement has an alleged infection and will require a future revision to washout the operative joint. The surgeon, doctor (B)(6), has postponed the revision due to patient conditions; further information is expected when the revision surgery occurs. Update: it was reported by (B)(6), an onkos sales representative, that a 59-year-old male patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to an alleged infection. The surgeon, doctor (B)(6), performed the washout at (B)(6) medical center in (B)(6), tx.